Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. Visual observation of the photograph shows an inserted powerpicc catheter. A split can be observed in the catheter tubing near the insertion site on the patient. Location of the insertion site and location of the split cannot be determined from the photograph. No other damage can be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on december 3, during routine PICC infusion, leakage was observed at the puncture site. After the healthcare provider (hcp) removed the catheter, a fracture was discovered 5 cm from the insertion point. The catheter was clinically removed and replaced.